Event description:
It was reported that nothing happens when you push the buttons. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the buttons do not work due to the device does not turn on with battery returned with device. Battery measured 4.6 volts with 128 ohm load. Low battery indicated will light at 7.2 volts nominal, end of operation of device is at 6.3 volts nominal. It was also noted that the device failed atrial ac rejection testing due to the main printed circuit board being out of electrical specification. Further analysis was performed on the main printed circuit board (pcb). This analysis verified the failure seen during servicing and repair of the device and determined the cause to be a defective integrated circuit component.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.